Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a ventricular fibrillation episode and received one 30j shock followed by four 36j shock by the implantable cardioverter defibrillator system that failed to terminate the arrhythmia. Eventually, the arrhythmia was converted to sinus rhythm with a 36j shock therapy from the defibrillator system. The physician did not allege any malfunction on the device or the right ventricular lead. On (B)(6) 2020, the patient underwent a defibrillator system upgrade procedure where the lead and device were successfully replaced. The lead was replaced with a subcutaneous coil lead and the device was changed to a dual chamber device to accommodate the patient's atrial fibrillation episodes. The patient was reported to be in stable condition following the procedure. Related manufacturer reference number: 2017865-2020-08416.